Event description:
A nurse reported during set up for a vitrectomy procedure, a cassette was inserted to the unit and a system message was displayed. The staff retried the cassette and tried inserting a new cassette but the message still persisted. The pt had received general anesthesia in preparation of the procedure and the procedure was canceled. There was no impact to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).